Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes a plastic piece was found inside the tube. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a nonbiological fm in tube. According to the customer's report, a plastic piece was found into the tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-04 h.6. Investigation summary: bdj received 2 sample trays, 1 sample tube, and 6 photos were returned by the customer in support of this complaint. Visual examination of photos was performed and revealed tray pack residue. Based on evaluation of the complaint samples and photos, this complaint meets the criteria for a previously investigated complaint; reference (B)(4) (attached). Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes a plastic piece was found inside the tube. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a nonbiological fm in tube. According to the customer's report, a plastic piece was found into the tube.¿